Event description:
It was reported that the patient had symptoms of sweating, confused, and felt weak around 12:00 p.m. The paramedics were called and they arrived 10 to 15 minutes later. Upon arriving, the paramedics tested the patient on his aviva system and the result was 108 mg/dl. The blood glucose result on the paramedic's meter was 53 mg/dl around 10 to 15 minutes later. The patient was treated with 1 tube of glucose and orange juice. The patient's blood glucose result was 85 mg/dl on the paramedic's meter at 12:40 p.m. The paramedics left at 12:50 p.m. And the patient was not transported to the hospital.